Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had the catheter implanted and confirmed that there was no problem with fluid flow. The patient started the treatment. The catheter exit site had a leak. It was also reported that the patient's wife found that the catheter was fractured when trying to replace the gauze. The customer indicated that the patient developed edema as a result of the event. The patient stopped the peritoneal dialysis (pd) treatment for 2 weeks and started the (hemodialysis)hd treatment which had resolved the edema issue. It was stated that the patient got on oral antibiotics as well, as prevention for infection, then implanted a new catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Sample consisted in one used catheter which came inside the generic plastic bag and showed signs of use (possibly remains of blood on the cuff). Visual inspection was performed and the sample revealed that the device was split or cut in two parts and without one cuff. Maximized photos were taken and the split or cut is irregular was observed. Manufacturing performs 100% visual inspection and qa in process inspection. A damaged/cracked would be detected during these processes. The reported condition has been confirmed. Based on sample evaluation, the catheter showed on the device a split or cut. The available information is enough evidence to manufacturing process discarded. The most probable root cause could be related to a misuse, since the defect was found during use, this issue could be caused by an improper technique of sharp objects or cleaning agents. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.